Event description:
Per the info provided to co by the physician's office through co's international representative, the device was removed due to "suspected leakage." As reported to co, the reservoir component only was removed; leaving the pump/cylinder set, catalog #9920s, serial #197515 in place from the initial implant surgery.